Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer could not remove the intra-aortic balloon (iab) from the t-handle. A new iab was inserted successfully. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information - device available for eval changed from yes to no. Type of investigation added 4115 the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.